Event description:
The customer reported via phone that the end cap broken on the insulin pump. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked end cap, battery tube threads, minor scratched display window, and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.